Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an emergent endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. Before the implantation, the inferior mesenteric artery and lumbar arteries were coil-embolized. The trunk-ipsilateral leg ((B)(4)) was inserted from the right side and placed as planned. The contralateral leg ((B)(4)) was implanted in the left side. The sealing zone in the right side was insufficient and an additional contralateral leg was placed. However, an obviously long contralateral leg ((B)(4)) was selected, and the distal end landed in the external iliac artery. This unplanned coverage of the right internal iliac artery resulted in disappearing of blood flow into the branch. During the final angiography, anterograde blood flow into lumbar arteries was found, suggesting a type ia endoleak. Therefore, an endurant aorta extension was additionally placed at the proximal site. The blood flow into lumbar arteries was weakened, and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).